Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported failure were identified. At the time of this report, the investigation and repair of the device have not yet been completed. A follow-up MDR will be submitted once the evaluation and corrective actions are complete. Refer to complaint record (B)(4) for additional details.

Event description:
Pump sn (B)(6) was returned to intuvie for routine preventive maintenance. During standard electrical safety testing, the device failed the ground resistance test, measuring 2.147 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. The issue was identified during preventive maintenance only. At the time of this report, the investigation and repair of the device have not yet been completed. No patient involvement or adverse event was reported.